Event description:
The physician was attempting deploy a 6 mm diameter x 100mm length complete se (self expanding) peripheral stent to treat a lesion in a patient. It was reported that when the physician tried to deploy the stent, he found it difficult to deploy. The physician reported that the angle was too small between the bilateral and anterior artery. After several attempts, the stent was stretched, and it was removed and implanted in the iliac artery of the patient successfully. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, method: x-ray, fluoroscopy, ivus, CT, MRI, etc. Evaluation, results: patient lesion morphology; doctor found the angle too small between the bilateral and anterior artery. Evaluation codes, conclusion: patient lesion morphology; doctor found the angle too small between the bilateral and anterior artery. Cine image review: procedural images did not show the attempted delivery and deployment of the stent at the other site in the vessel.